Event description:
This device is a surgical laser. The flow meter of a chiller unit had a failure at start up. Exchanging the flow meter, the laser correctly started up. We are unaware about pt injury.

Manufacturer narrative:
Replaced the flowmeter with failure. The event did not create injury to pt because the laser cannot work. We are not aware on eventual delay on the treatment.